Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
Exemption number e2015058. Routine testing confirmed that the pad-pak was first was installed by the customer on the (B)(6) 2010 and performed to specification up to the (B)(6) 2016. An increase in voltage during this time suggests a further pad-pak was installed. The pad-pak was removed and reinstalled on two occasions for periods of up to two months. The device records 3 manual power ups one of which contains nonsensical duration on the (B)(6) 2016. This may suggests the user was power cycling the device or the device was switching on automatically and the user was intervening by turning the device off. Investigation found the fault can be attributed to membrane failure. The manual power ups would indicate the device was switching itself on automatically and the user was intervening to switch the device off via the on/off button. Therefore there were no 10 minute time outs. The fault was witnessed during the investigation. This along with the excess current drain and the measurements taken on the j11 connector would confirm a failing membrane. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.